Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced an adverse event. The customer had a low blood glucose episode where she passed out. The customer woke up and had a hard time breathing, with a burst of adrenaline, and she could not see because her vision was blurry. She treated her low blood glucose with juice. The customer's blood glucose level during the incident was unknown. The customer's blood glucose went up to 126 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.